Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert on the display device to replace the sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. No injury or medical intervention was reported.